Event description:
Event involves problem with mic-gastric-jejunal feeding tube kit with enfit connectors-endoscopic/radiographic placement. This report is another example of complications arising from risk of enfit products becoming stuck leading to need for subsequent treatment/procedures. Pt with freshly placed gj tube with enfit connections. Jt port became stuck and was difficult to manipulate. Eventually staff was able to "unstuck" the tubing but in the process the internal enfit connection on the j port was broken. The pt is post pancreatectomy with a new insulin requirement so stable gir is crucial. The pt had to go back to the operating room for a sedated procedure to have gj tube replaced. FDA safety report ID# (B)(4).